Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead exhibited high defibrillation impedance, low pacing impedance and noise leading to inappropriate shock. Diagnostic imaging showed that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.